Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the suture got separated from the needle? Please confirm yes, the suture separated from the needle. Did suture got broken? Please clarify. No, the suture not broken. Could you please clarify if the patient had any consequence? Please explain yes,because dr (B)(6) has to use 3 steel wire suture to close the patient¿s sternum..if under normal conditions and the suture is not broken,the sternum can be closed with 1 steel wire and does not have to be sewn repeatedly so that it can cause trauma in sternum tissue and can make more bleeding. What do you mean by "traumatize on patient's tissue"? So repeated suturing of the steel wire can cause injury to the sternum and this make used more hemostasis in the sternum investigation summary : photo analysis: four pictures were returned for evaluation. Upon visual analysis of the pictures received it was observed two boxes and two detached needles from the suture of product code w945 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-11673 and 2210968-2021-11675.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.